Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Customer reported that the drip chamber was clogged and alarm sounded indicating lack of pressure during a procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
Additional information provided ing.1., g.2., h.3., h.6., and h.10. The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Images were provided showing the drip chamber, cassettes, and labeling but no definitive cause could be determined conclusively. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).